Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that a surgeon implanted an ar-8771-0420s dynamite comp plate on (B)(6), 2021 for an mtp fusion that broke post-operative. This procedure took place at united same day surgery center, arthrex account #(B)(4). Date of revision in unknown.